Manufacturer narrative:
(B)(4). The device was reviewed and evaluated. A log review found an issue of iipv that was confirmed in the logs, but not duplicated during pal evaluation. The root cause: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device meeting specification relative to iipv was undetermined. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2011, the drain volume was 4596 ml during cycle 3.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun; however, has not yet been completed. Upon completion of the evaluation a follow up medwatch will be submitted.